Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins had not been as "effective" lately because "the lead slid down two levels" and was "not hitting the right spot" on the patient's neck. It was noted that it was still "fine" for the patient's shoulder. It was mentioned that the patient would likely have to go in and have the lead adjusted but didn't mention any actions taken at the time other than continuing to work with the hcp regarding needing a routine battery exchange.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient's representative. Patient's representative reports that the symptom alleviation has not been what it was during the patient's spinal cord stimulator trial. Patient's representative reports that the patient's physician stated the decreased effectiveness since the patient's trial may be due to the implanted leads potentially migrating from the original surgical placement. Patient representative reports the physician was considering replacing the device with a different stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of lead migration was not determined. They implanted the leads at c2 and now they are at about c4. Patient was told (indicated by their healthcare provider (hcp)) that since they are still in the general area, they will leave the leads (confirmed no revision planned) as is for now. Patient reported they are still having neck/should/arm issues (clarified as pain). Agent clarified: patient was indicating they are still not getting effective relief. Patient reported they are having an issue (indicated as pain) with the scar/scar tissue from where the leads were implanted: the scar tissue has grown around the nerve and patient has gone to physical therapy and had ablation done to try and fix that but nothing has worked. Agent clarified with patient on those interventions: patient clarified this only happened after the lead impla nt and had the ablation specifically due to the scar tissue issue where the leads were put in. Patient reported they had been reprogrammed multiple times prior, mostly recently about a month ago, and they are still not getting effective relief. Patient reported they have a reps card and will reach out to them as needed, and will ensure their hcp schedules a rep to be at their next appointment. Patient reported they are not sure if the therapy is right for them: they don¿t think the 5 day trial was enough to really tell if it was going to be effective as patient reported the relief has never been that great.